Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This complaint was opened as part of CAPA 1357192 to ensure the correct number of complaints are initiated for related events. Upon review of this complaint, an additional complaint was identified and opened, which was determined to be reportable.

Event description:
It was reported during intra-aortic balloon pump therapy, an excessive gas loss alarm was triggered. The issue was addressed promptly, and no harm occurred to the patient.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: b5. It was reported that intra-aortic balloon pump had pneumatic related leak, an excessive gas loss alarm. Unable to duplicate the issue. Gas loss alarm in alarm log but no indication of errors in error log. A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period 80 msec and deflation period 250 msec. Gas loss cause: pump system malfunction.

Event description:
It was reported that intra-aortic balloon pump had pneumatic related leak, an excessive gas loss alarm. Gas loss alarm in alarm log but no indication of errors in error log. No harm.